Event description:
It was reported an unspecified quantity of 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The event was further described as "popping after being in the patient¿s home for several days, or developing a slow leak". The events occurred "during set up and during use" in the patient's home. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Event date: the event occurred from an unspecified date of (B)(6) 2022 till the date of this report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information for h4: the lot was manufactured between september 17th, 2022 and september 18th, 2022. Additional information for h10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.